Event description:
During intra-operative procedure for radical retropubic prostatectomy, a right angle clip applier was being used and malfunctioned. Upon inspection of the instrument, it was noted that the metal screw approx 3 mm was missing. The physician was informed and an x-ray was obtained of the abdomen prior to closure of the abdominal wound. The abdominal x-ray was "negative" for the metal piece.